Event description:
It was reported that tandem mobi pump generated cartridge alarms during cartridge loading, including cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged replacement pump.